Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms were received. The customer's blood glucose (bg) level was 325mg/dl. A correction bolus was delivered via the pump and manual injections were administered to address the bg levels. The customer performed multiple infusion set changes and 1 cartridge change due to the current occlusion alarm. A system check was performed using the current supplies and the pump performed as intended. No damage was noted to the cannula. Reportedly, the customer keeps their pump inside their pocket or inside their pant-waistband. Tandem technical support informed the customer that keeping the pump inside their pocket or waistband may lead to abrupt temperature changes to the pump. A test bolus was performed and the pump delivered the bolus without any additional occlusion alarms declaring.